Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, while preparing the left colon, the system triggered a n on-recoverable error stating a ¿count mismatch between the total system reset count and the total system error count.¿ the team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported tower 240v. Evaluation of the device data indicates an error code ¿secondary sensor data flow control ra¿ being triggered on arm cart assembly 1 sn: (B)(6) as a result of an ethercat failure. This error caused the reset counter to increment to forty-seven while the error counter remained at forty -six, thus causing error code ¿main system computer mismatch in reset and error counting failure¿ and the error message: "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." Error code ¿main system computer mismatch in reset and error counting failure¿ prevents tele-operation, puts all arms into a soft stop non-recoverable state, and causes all the instruments to be grayed out. The user is required to restart the whole system to continue with tele-operation. Evaluation of the device data for the reported tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the arm cart assembly ethercat. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure; while preparing the left colon, the system triggered a n on-recoverable error stating a ¿count mismatch between the total system reset count and the total system error count.¿ the team attempted to resolve the issue by rebooting the tower; however, because the reboot would have resulted in an approximately 20¿25 minute delay, the robotic surgery was converted to traditional laparoscopic surgery.